Event description:
It was reported that the appearance of capsule fibrosis and posterior vaulting were noted. The patient has bilateral lens implants; one was implanted eight weeks ago (first implant); the other was implanted four weeks ago (second implant). The doctor is considering a yag. Additional information has been requested, but has not been received. This report is for the first lens implant. Please reference complaint # 2031924-2014-00075 for the second lens implant.

Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.